Event description:
.

Manufacturer narrative:
The issue of high pace impedances for this right ventricular (rv) lead continues to persist. Additional information from the boston scientific field representative states that the lead may have been explanted but they were unsure. There is no more available information from the field at this time. This report will be updated if further information becomes available.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high pace impedances. No adverse patient effects were reported.

Manufacturer narrative:
At this time there is no further information available. I have reached out to the field for additional information and this report will be updated when more information is received.